Manufacturer narrative:
(B)(4). Method: the complaint device was not returned, however 99 sealed rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the customer's description of event, photography, evaluation of the 99 sealed rt266 breathing circuits and our knowledge of the product. Results: visual inspection of the photograph provided by the customer shows that the swivel elbow and wye have disassembled. The swivel elbows and swivel wyes of all 99 returned rt266 breathing circuits were found fully assembled. Conclusion: without the complaint device, we could not determine what caused the rt266 swivel to disassemble. The infant swivel is assembled using a machine to ensure a consistent tightness of connection. All rt266 dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt266 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits also state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms.'

Event description:
A healthcare facility in pennsylvania reported that a cap of rt266 infant dual heated evaqua2 breathing circuit is falling off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The complaint device was returned to fisher & paykel healthcare (f&p) and we are on process to determine if f&p's products caused or contributed to the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a cap of rt266 infant dual heated evaqua2 breathing circuit is falling off. There was no reported patient involvement.